Event description:
#20 jelco-i.v. Cannula tip not intact upon removal from left wrist. Lpn able to palpate under the skin. Tourinquer applied to lt. Upper arm by rn. Patient sent to operating room for removal of cannula. Patient discharged 09/11/97 at 18:30 pm. No complications.